Event description:
It was reported that the weld on the table frame broke when a patient sat down on it. The patient was reportedly not injured.

Manufacturer narrative:
The device is not available for evaluation. If the device becomes available as such, a follow-up report will be submitted.